Event description:
A minimum fill notification was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the caller to remove the pump from its case and clean the pneumatic tap area with an alcohol wipe or lint-free cloth. After the customer reloaded the cartridge, a cartridge alarm activated. The customer was educated on this matter and successfully resolved the issue by loading a new cartridge onto the pump.